Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# :(B)(6). Initial reporter zip code :(B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - fifteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on twelve samples and a bent non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog testing could be carried out. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient reported that when a pen needle was attached to the pen and the button pressed, the drug solution did not come through.